Manufacturer narrative:
The insulin pump was received with all buttons responding properly. Keypad unresponsive/button error alarm not found during testing. The insulin pump passed the self test and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was unknown. Customer states they are unsure if they pressed a button down for 3 minutes or longer. The device will be returned for the analysis.